Event description:
On an unknown date in (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) for the dissecting aortic aneurysm. On an unknown date in (B)(6) 2022 (date unknown), computed tomography image confirmed a distal type I endoleak and aneurysm enlargement. The cause of the endoleak was not reported. On (B)(6) 2022, the patient underwent a reintervention whereby the celiac artery was coli embolized, and an ctag/ac was deployed to extend the device distally. A slight distal type I endoleak remained, but it will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6 code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.